Event description:
Four days after the successful coil embolization of the aneurysm, MRI imaging revealed edema around the frontal lobe. No action was taken as the patient was asymptomatic. Approximately four months post procedure, MRI imaging confirmed the enlargement of the ventricle and slight edema, again the patient was asymptomatic so not action was taken. At an undisclosed date, coil compaction was noted and the patient underwent a second procedure to occlude the aneurysm. During this second procedure, eleven coils (including subject device) were successfully implanted. The patient was subsequently discharged with no reported clinical effects. Approximately two months after the second procedure, the patient presented with an inability to walk and memory deficit. MRI imaging revealed hydrocephalus located in the lateral ventricle and third ventricle. At this time a lumbar-peritoneal cavity shunt was placed to reduce the intracranial pressure. The patient's condition has improved, though the patient has some neck pain but is walking better and there is improvement in memory.

Manufacturer narrative:
(B)(4) - hydrocephalus. (B)(4) - anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use (dfu) notes that multiple procedures may be required to occlude an aneurysm. The reported patient complications are known and anticipated complications to these types of procedures and are listed as such in the dfu. Therefore, it was determined that the reported event was an anticipated procedural complication.